Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3550-29, lot# n332665, implanted: (B)(6) 2013, product type: accessory; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3550-39, lot# n196795, implanted: (B)(6) 2012, product type: accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that two leads came out and did not work anymore. It was noted one stimulator worked great and the other did not work well. It was reported the patient¿s healthcare provider had a hard time with the leads due to the patient¿s sever scoliosis and being thin. It was noted the patient had fallen frequently. See also manufacturer¿s report # 3004209178-2014-16246 for the concomitant system.